Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that the device manufacturer information was not included on the initial medwatch report. The following sections have been updated accordingly. Section d4: primary unique device identification (UDI) number: (B)(4). Section h4: manufacture device date: 10/23/2019.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Our clinical application specialist (cas) examined the catalys images with the surgeon and observed that the posterior lens was present, but the imaging did not appear as it normally does, according to the surgeon. The cas confirmed with the surgeon that no rescanning was performed, as the surgeon believed the system is consistently accurate in locating the images. Our medical affairs review indicated that a large berger¿s space led the system to misidentify the anterior hyaloid membrane as the posterior lens. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported a case that required a vitrectomy following a catalys procedure. No further information provided.